Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market. D6b: explanted date: device was not explanted. Visual inspection of the actual sample (unaided eye, microscope, electron microscope, and x-ray device) found a kink was found in the inner shaft section at approximately 180 mm from the distal end. The thumbwheel was unlocked. No anomalies were found at the kinked area such as abrasions that could lead to the kink. The distal tip section had rough surface. There were no anomalies such as deformation in the part of the inner shaft section where the stent had been mounted. There were no anomalies in the release wire-fixing parts such as detachment of the wire. The sliding part was not deformed; however, there were dent, roughness, and abrasions on the distal part of the sliding part. No deformation or other anomaly was found in the distal shaft section and in the intermediate shaft section. The release wires were not kinked. The state of spooled release wires indicated that the deployment handle had been clicked approximately 40-45 times. No anomaly was found in the state of spooled release wires. Function confirmation of the actual sample: outer diameter of the sliding part: it met the factory's specifications. No anomaly was found. Outer diameter of the shaft section: it met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the product inspection record. No other similar report was found in the past complaint file. Based on the investigation result, it was inferred that, when deployment of the stent began, the distal end of the sliding part was trapped by some kind of hard object (e.g., stenosis lesion) causing the thumbwheel to stop rotating, which resulted in the failure in deploying the stent. Relevant instructions for use (IFU) reference: "as a guide, stent deployment commences on rolling back the thumbwheel 5-10 clicks for stents up to 100 mm long and 10-15 clicks for stents at least 120 mm long. Carefully roll back the thumbwheel one click at a time and adjust the position of the stent just prior to deployment if necessary (otherwise the stent can be deployed in the wrong position)." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that a right common iliac artery-external iliac artery (cia-eia) was performed. After a 6 fr gs was engaged retrogradely from the ipsilateral side and the guidewire was passed, pre-dilation was performed. Subsequently, they implanted the misago 8-60 in the cia then started to deploy the involved device to try to implant it overlapping. At the time it was deployed about 1cm, the thumbwheel stopped turning and the deployment became impossible. Since it was already in the process of deployment, it was impossible to remove it from the patient, therefore, they pushed the gs a little toward the stent side and then turned the thumbwheel again. Though the mid part of the stent was extended slightly and became coarse, it was implanted successfully, and the procedure finished without any problems. There was no patient injury or medical/surgical intervention required. The patient was not harmed, and no residues were in the patient. The event occurred intra-operative.